Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was damaged along the battery side and received a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. And also, physical damage affected/impacted pump functionality. Instructed customer that pump will be replaced. Troubleshooting was not performed for critical pump error. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.